Event description:
During an atrial fibrillation procedure, the catheter shaft was noted to be torn / fractured. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. The catheter shaft was kinked and torn exposing the internal components of the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink and torn shaft material remains unknown.